Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8120-50 (B)(4) description: artisan 2x8 paddle lead (with slotted electrodes), 70 cm

Event description:
A report was received that the patient was experiencing muscle spasms and tenderness when his stimulation was on. The patient was prescribed flexeril to take on an as needed basis.